Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient experienced issues with 6 infusion sets. The cannula of the infusion set was crimped. The patient noticed symptoms within 3 hours of insertion in the abdomen. The patient regularly rotates the site location, and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time the issue was noticed was 300 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
- Device 6 of 6.